Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they attempted to clear the alarm however were unable to due to the unresponsive keypad. Customer mentioned that they replaced the batteries and received a battery error. Customer's blood glucose reading at the time of the incident was 108 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to verify low battery alarm due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.